Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. The physician alleged that the left ventricular lead was dislodged and this was confirmed during procedure via fluoroscopy. The physician capped and replaced the lead on (B)(6) 2020. The patient was in stable condition.